Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, poly detached from metal. Happy to provide video of buttons spinning on this case and the other.